Event description:
It was reported that during an unknown procedure, the active jaws got broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Not applicable this complaint has been voided as a duplicate submission of 3005075853-2014-06481.